Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the sram, and the tech processor printed circuit boards. The system was tested and found to be working a intended and put back into service.